Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2010; explant date brand name ; product ID 8596sc (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2022; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a patient via a manufacturer representative regarding a patient receiving fentanyl (1000mcg/ml at 400mcg/day) and clonidine (1125mcg/ml at 449.6mcg/ml) via an implantable pump. The indications for use were unknown. It was reported that the patient stated that they had a massage a couple months ago and they were experiencing a return of pain symptoms shortly thereafter. A dye and rotor study were done on 2024-jul-02, which revealed normal rotor function but an inability to aspirate the catheter. At the patient's last refill, the expected residual volume was 11.6cc; however, 23cc were actually obtained. The issue was not resolved at the time of the report; however, surgery was planned to resolve the issue. The patient's weight was asked but unknown, and medical history was asked but would not be made available. The patient status at the time of the report was alive with no injury.